Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer successfully primed the air bubbles out to address the issue. Customer's blood glucose level was 144 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.